Event description:
In february 2005, an e-mail from qaulity assurance and regulatory affair manager for unomedical was sent to quality control department reporting a vigilance report issued by quality & regulatory affair manager. It was observed that the disposable masks for ventilation were defective, the pad was not inflated. The problem was identified when ventilating a patient who had had a cardiac & respiratory arrest. 3 masks were found faulty for the first incident at the time of an emergency ventilation.